Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the existing device was removed and a new ipp was implanted. Upon explant, a tear was identified in the right cylinder. The cause for the tear was not detailed by the facility. Following the intervention the patient was stable and improved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the allegations of mechanical issues and a hole in the right cylinder were confirmed through product analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. The reservoir was visually and microscopically inspected, presenting wear at a fold in the shell. The reservoir adapter had a leak consistent with explant sharp instrument damage. Visual and microscopical inspection of the pump did not identify any leaks; however, the pump was contaminated and could not be functionally tested. The cylinders were visually and microscopically examined, revealing wear at fold in both proximal cylinder bodies. Cylinder 1 had a leak in the proximal cylinder body consistent with explant sharp instrument damage. Cylinder 2 had a leak at the corner of a fold in the proximal cylinder body. The component was not pressure tested due to the leaks identified. The identified holes are the probable cause of the reported allegations as the device would not be functional after the system fluid was lost. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the existing device was removed and a new ipp was implanted. Upon explant, a tear was identified in the right cylinder. The cause for the tear was not detailed by the facility. Following the intervention the patient was stable and improved.